Event description:
During urgent treatment of a giant aneurysm in the middle cerebral artery, he physician tried to pull out the cashmere coil reposition it, but the coil stretched and they had some problems to getting it back in the sl10 microcatheter. It was finally removed through the microcatheter after several attempts. There was no alleged serious injury as a result of the difficulty.

Manufacturer narrative:
(B)(6). Complaint conclusion: the coil was returned severely damaged. The evidence suggests that the coil became anchored during repositioning and stretched during retraction. It cannot be determined exactly how or where the coil became anchored during repositioning. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. For optimum product performance; the instructions for use (IFU) recommends; ¿if repositioning of the microcoil is necessary; carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire; or if repositioning is difficult; the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system.¿ if the microcoil is positioned at a relative sharp angle to the microcatheter; a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm; the microcoil may be more easily funneled back into the microcatheter.¿ it was also found that the resheathing tool was advanced over the proximal end of the green introducer. The IFU states; ¿continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ since there was no evidence of a manufacturing issue related to the complaint, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.